Event description:
Had essure procedure done (B)(6) 2012. Hsg test (B)(6) 2012. Test showed coil in right dislodged and punched through fallopian tube on right side. Had surgery to clamp right tube but doctor had to remove right tube because the coil had punched through the tube and began to wrap around my tube. Currently with another doctor due to left side now.